Manufacturer narrative:
The investigation for the reported controller error issue has been completed. The product was returned (exact return date is unknown), and the issue was not confirmed. Data analysis: imc logs confirmed the reported failure mode given there were controller error alarms (opm comm crc error : event set # 1045, and opm signal invalid event set # 360) triggered during the clinical procedure. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. Device analysis: console was sent back to japan fs for further investigation. This known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. Per the results of the clinical review and investigation, the root cause unable to be determined because the issue was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary insertion was on an automated impella controller (aic) for mechanical circulatory support. While on support, displayed an abnormal alarm on different occasions. The aic console cable could not be connected/disconnected. The initial aic was replaced, and the case continued. There was no report of patient harm or injury.